Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lot met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. Complaint #(B)(4).

Event description:
As reported on (B)(6) 2013, a patient of unknown age and gender presented for a procedure that involved a drainage catheter. It was reported, the catheter had fractured inside of the patient. There was no report of permanent harm or injury to the patient. It is unknown at this time if the disposable device is available to be returned to the manufacturer for evaluation.